Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient underwent a pocket revision on (B)(6) 2016 (captured in separate event) and discomfort decreased, but was still present. The patient was still experiencing pocket site discomfort on (B)(6) 2016 when the implantable neurostimulator pocket was revised again. Extensions were added during the pocket revision and the implantable neurostimulator was moved a little lower and farther out laterally in the flank per patient request. The issue was resolved at the time of the report. The patient medical history includes low back pain with bilateral extension radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.